Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; improvements in patient outcomes with next generation endovascular aortic repair devices in the engage global registry and the evar-1 clinical trial. Böckler d, power ah, bouwman lh, van sterkenburg s, bosiers m, peeters p teijink ja, verhagen hj doi:10.23736/s0021-9509.19.11021-x. Patient death(s) were also included in the results of the journal article, however no causal link suggesting that the medtronic device(s) used in the patient cohort may have caused or contributed to the aortic rupture that led to these deaths. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent graft systems were used in patients for the endovascular treatment of abdominal aortic aneurysms to compare evar vs open repair on unknown dates. The engage trial events have already been captured from clinical crf's received and the evar-1 trial also involved non mdt devices. The following events were noted; serious injury; rupture, intervention.